Manufacturer narrative:
There has been a previous report received where lack of water flow has caused an overheating insert. Since an overheating insert could necessitate medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function, this malfunction would be likely to cause/contribute to a serious injury should it recur. As such, this event meets the criteria for reportability per 21 cfr part 803. Water solenoid will not hold pressure. Could not replicate inserts popping out and steri-mate getting warm concerns. Ran unit for awhile with no faults found. Replaced damaged/worn components and recalibrated unit to factory specs.

Event description:
While using a g131 scaler, the inserts were getting hot, they had to turn up the water flow to cool the handpiece and insert, at times the inserts come out of the handpiece; no injury resulted.